Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fear, anxiety, dizziness, confusion, anger. Unknown if the reported fear, anxiety, dizziness, confusion, and anger are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, there are no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant due to multiple injury trauma. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing "fear and anxiety", "dizziness, confussion [sic] and some anger outbursts".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn/lot# is unknown but there is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. It is alleged that the [pt] was injured without further explanation." Additional information provided 20may2020: patient allegedly received an implant via right common femoral vein. On (B)(6) 2008, ivc filter implant operative report: ¿the filter was then advanced and positioned at the l3 level with subsequent deployment. Impression: successful placement of a celect inferior vena cava filter. This filter can be retrieved upwards of one year after placement.¿ on (B)(6) 2019, CT of the abdomen: ¿a gunther tulip ivc filter is present in the infrarenal inferior vena cava. The struts penetrate the wall of the ivc but are not compromising any adjacent structures. The device is somewhat tilted, and the retrieval hook/apex of the device is oriented anteriorly up against the wall of ivc. Cannot assess if thrombus is present within the filter due to lack of IV contrast. Per a computerized tomography (CT) scan of the abdomen dated (B)(6) 2019, ¿a gunther tulip ivc filter is present in the infrarenal inferior vena cava. The struts penetrate the wall of the ivc but are not compromising any adjacent structures. The device is somewhat tilted and the retrieval hook/apex of the device is oriented anteriorly up against the wall of ivc. Cannot assess if thrombus is present within the filter due to lack of IV contrast. Patient outcome: it is alleged that the [pt] was injured without further explanation.